Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Insufficient amount of ovd observed in the device - no ovd observed past the lens. The plunger has been advanced almost at the wound guard and is advanced over the iol. The iol is advanced into the mid nozzle, the leading and trailing haptic are both extended straight. Plunger override was observed. The root cause may be related to failure to follow the (instructions for use) IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens came off the tip of a plunger and could not be implanted. It appeared that underride and trailing haptic extension were occurring on the sample.the surgery was completed after replacing the product with another one. Additional information has been requested.